Manufacturer narrative:
The device in question was returned to olympus for investigation. An electrical safety test was performed and the scope passed all tests well within safety limits. The scope was tested according to established quality standards and the alleged failure could not be duplicated. Therefore, olympus cannot conclusively determine the cause of the user's experience. If any add'l significant info becomes available, a supplemental report will follow.

Event description:
The user facility reported that during a diagnostic colonoscopy, the image was lost. The endoscope was withdrawn from the pt and the physician used another similar device to complete the procedure. There was no allegation of harm.